Event description:
It was reported that the patient underwent a prophylactic generator replacement surgery. The lead was also replaced as there was a tear in the silicone tubing which the surgeon thought he had caused due to the use of the electrocautery. Product has been requested, but has not been returned to manufacturer to date.

Event description:
Explanted products were returned to the manufacturer and underwent analysis. Upon analysis, no anomalies were found with the generator. The lead had an abraded opening with fluid leak in the outer tubing only, but no other anomalies were noted with the returned lead portions.

Event description:
It was reported that a patient was experiencing an increase in seizures and would be referred for generator revision. Follow up with the physician revealed that he believed the increase in seizures to be related to decreased output current of the device. There were no causal or contributory medication changes, programming changes, or other external factors that preceded the onset of the increase in seizures. Good faith attempts to obtain additional information have been unsuccessful to date.